Event description:
Nurse had a reaction of facial itching and hives. She was treated in the e.r. On (B)(6) 2014 and started on prednisone and benadryl. On (B)(6) 2014, cardinal health learned that this nurse also apparently had a reaction to the gown back in 2013 ((B)(6) 2013) and sought medical care at that time. She switched to a different gown and was doing fine until (B)(6) 2014 when during a patient emergency she used this gown again. Per the customer, it is unclear if this recent reaction was due to the gown or due to the mask that was used by the nurse. Cardinal health is proactively filing this report.

Manufacturer narrative:
Since there was no lot number or sample available, we are unable to review the device history record or conduct an investigation to determine if there was any deviation that could have led to this complaint. Therefore the root cause could not be determined. Historical trending was done. This product is made of polypropylene with calcium carbonate fillers. The material has passed a series of tests prescribed by regulatory agencies for the intended use. The complaint was feedback to the relevant production personnel. At this time there will be no corrective action, but we will continue to monitor complaints for any trends of this nature.